Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed. Advised customer to disconnect and was able to clear alarm. Advised customer to monitor the device. The customer's blood glucose was unknown.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests or verify the pump error 25 due to the blank display. The pump was also received with corrosion on the motor and force sensor. Moisture damage was also found on the keypad assembly. The pump was received with a corroded battery tube, a scratched case, a cracked select button keypad overlay, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.